Event description:
It was reported that patient underwent right shoulder hemi-arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to unknown reasons. The humeral head was removed and the shoulder was converted to a reverse shoulder.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision has occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.